Event description:
During a coronary stenting procedure the stent dislodged. The lesion was a highly calcified, tortuous lcx lesion. The lesion was not pre-dilated. The device was prepped according to IFU; no negative prep was performed. The physician felt a great deal of resistance while attempting to cross the lesion due to the calcification. He continued to attempt to cross the lesion, with some force appled; however, the stent caught on the calcium and dislodged within the vessel. The physician attempted to insert a 1.5mm voyager balloon through the stent to deploy it; however, this was unsuccessful. The physician was then able to capture the stent with a snare device however, the snare/stent would not come back through the femoral sheath. The patient was taken to the or where the stent was successfully removed via cutdown procedure.

Manufacturer narrative:
The device is expected to be returned for analysis; however, it has not yet been received by cordis.